Manufacturer narrative:
A customer alleged the generation of unexpected negative results for 6 patients using the cobas® sars-cov-2 assay when compared to seegene allplex¿ 2019-ncov assay. The original roche results were not released and no harm is alleged. An investigation was performed which did not identify any product problem. Based on the totality of the data and information provided, the non-recommended collection most likely caused the discrepant results as the tube was validated for agricultural use only and not designed for the collection of human viruses specifically respiratory samples. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6) alleged the generation of unexpected negative results for 6 patients during the use of the cobas® sars-cov-2 assay when compared to seegene allplex¿ 2019-ncov assay. The customer's workflow for covid-19 testing involves testing all positive results on alternative platforms/assays before reporting the results. Due to this discrepancy, the results were not reported to the patient/clinician, hence there was no impact on the patient. The results from seegene were reported. Additional information regarding patient history and availability of the samples was requested but not provided. Samples were collected according to methods not recommended by the methods sheet. Both nose and throat samples were collected with one swab in an emai media tube, which was validated for agricultural use only. As per the method sheet, this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. All testing was done using the original sample, each time a test was done, the sample was re-extracted. Some of the extracts were sent off for whole genome sequencing as well. Based on the totality of the data and information provided, the off-label collection most likely caused the discrepant results as the tube was validated for agricultural use only and not designed for the collection of human viruses specifically respiratory samples. Additionally, the collection of two different samples are not recommended with the cobas® sars-cov-2 assay. To rule out any reagent contribution, an investigation into the kits used by the customer was performed which did not identify any product problem.